Event description:
Boston scientific received information that this device was received at boston scientific's return products department in (B)(6) 2012. Further investigation which included a call to a competitor patient registration department determined that this device had been explanted in (B)(6) 2006 for unknown reasons. This device was replaced with a competitor device and the chronic guidant leads remained in-service at the time of the replacement procedure. There had been no reported allegations or complaints against the operation or functionality of the device or leads. Subsequently, boston scientific received information that this patient had died in (B)(6) 2008. The cause of death was not reported. The chronic leads had been surgically capped following the death of this patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population. The device was put through and failed only the shock portion of the test. The device was opened and it was determined the battery has very high internal battery impedance preventing charging due to the extended amount of inactivity following explant. An external power source was connected and normal charging and shocking was noted. There was no evidence that the device was not capable of detecting and treating arrhythmias while implanted.